Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor received report regarding user experiencing occlusion alarms during use of the listed device. This fault resulted in a rise in the user's blood glucose level. System check was performed and issue was determined to be with the tubing. Blood glucose was corrected with insulin injection. No adverse health outcome resulted from this event.